Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the u.s. However, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a 99% stenosed, mildly tortuous, and moderately calcified de novo lesion in the mid right coronary artery. The lesion was pre-dilated with a 2.5x15mm trek balloon dilatation catheter (bdc). The 3.0x15mm nc traveler bdc was advanced without resistance for further dilatation of the lesion; however the balloon ruptured during the first inflation at 6 atmospheres. The nc traveler bdc was removed without issue and the lesion was further dilated with a new 3.0x15mm nc traveler bdc. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.